Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver perpetually rebooting. Receiver functional testing was performed and failed. Audio\vibration test with dexcom global receiver communication tool was unable to perform. "Try-it" audio\vibration test to test alert\alarms was unable to perform. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were unable to perform. Measure the speaker and vibrator resistance were performed and passed. The receiver log was unable to be downloaded and reviewed due to perpetual rebooting. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.